Event description:
It was reported that the large hem-o-lok clip applier instrument "poor strength to manual." No further case information was provided as it was obtained through a survey. Additional information related to the reported event was not available since the information came from a survey and the customer information was not available.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: although the exact failure could not be confirmed, per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.